Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11 this report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the most probable cause of the additional reported failure(s) did not lead to a clear conclusion about the root cause of the reported event. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoeye flex 3d deflectable videoscope exhibited that the bending section cover (a-rubber) adhesive section is chipped. The issue was found during service/maintenance. There were no reports of patient involvement.